Manufacturer narrative:
G.7: the g.7 section corrected from initial to follow up # 1. The initial report was already submitted. H.10: since parts of information was already submitted in the initial report, the h.10 section has been corrected as follows: investigation of provided pictures of the claimed component and of similar cases determined that the root cause has been identified as a defective outlet with an high contact resistance.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue. The technician replaced the defective cable to resolve the reported issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Investigation of provided pictures of the claimed component and of similar cases determined that the root cause has been identified as a defective outlet with an high contact resistance.

Event description:
Livanova (B)(4) received the report that a heater-cooler system 3t power cable gets extremely hot and the plug shows signs of melting. The reported issue was identified while servicing the device. There was no patient involvement.